Event description:
After approximately 1 1/2 hours of use, the hi pressure alarms on the pump were noted and blood was seen in the gas lumen. The iab was removed and replaced without any patient complications.

Manufacturer narrative:
The sample has been returned to arrow. Co's eval found that there were traces of blood in the catheter and tubing. There was a bend in the catheter at a point 6.5cm from the strain relief, and a break in the nitinol lumen in the same area as the bend.